Event description:
It was reported the pt experienced a sudden surge in stimulation to the point where it felt uncomfortable. The pt reports experiencing feeling a stinging sensation at the ipg site with the stimulation turned off. The pt stated she had recently experienced a fall, but the system had been working normally prior to the day of the fall. The field rep met with the pt and was not able to identify the reason for the sudden stimulation. The pt was having issues with the ipg charger at the time of the meeting with the field rep and it was decided the issue would be re-evaluated after the pt was able to recharge the ipg. F/u indicates the pt has resolved the recharging issue and has not experience the shocking or sudden surge in stimulation in a while.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.